Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that she experienced high blood glucose. The customer's blood glucose was 526 mg/dl at the time of incident. The customer mentioned that the insulin pump was dropped. The customer also mentioned that there was damage on the reservoir compartment and she had to tape the reservoir to keep it locked in. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with partially broken reservoir tube lip, reservoir tube missing o-ring, broken battery tube threads, cracked case on the display window corner, minor scratches on lcd window, scratches on reservoir tube window, cracked on the reservoir tube window corner and stained end cap sticker.